Manufacturer narrative:
Occupation: occupation ni equals lay user / patient.

Event description:
The initial reporter complained of a questionable inr result from a coaguchek xs meter serial number (B)(4) compared to the stago neoplastin laboratory method. The meter result was 4.6 inr and within minutes the laboratory result was 2.8 inr. The meter result was not obtained from a fingerstick. It was obtained from placing a drop of blood onto the strip from the tip of a butterfly needle. The customer's therapeutic range is 2.5 - 3.5 inr. The laboratory result was deemed to be correct. There was no allegation of an adverse event. The customer's hematocrit was 43.2 percent. The customer does not have hematocrit concerns, is not on heparin, does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in warfarin, on no new medications, no changes in diet, and no unusual bleeding or bruising. The customer mentioned that three weeks ago they had a cold and are still currently taking nyquil. The affected products were returned. The returned customer test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during the investigation. Testing results: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. Relevant retention test strips (lot 368886) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.